Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon review, the right ventricular lead exhibited reduced r-wave amplitudes and a high capture threshold. The physician alleged possible micro-dislodgement. A lead revision procedure was discussed but not performed. The patient was in stable condition.

Event description:
New information received notes the right ventricular lead was explanted and replaced.